Event description:
It was reported that after intraocular lens (iol) implantation, the patient presented with a visual acuity of 1.0; however, the vision is blurry. Near vision is 0.8. The issue was first noticed during a follow-up examination. Through additional information provided on 4th april, 2024, it was reported that the patient does not see sharply in the distance after surgery, lens axis was positioned at 70. The patient was subsequently lasered and the patient is still not satisfied, since vision was hyperopic before surgery. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI number: unknown as product serial number was not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section g4: this report is being filed on an international device; tecnis synergy 1-piece iol, model zfr00 that has a similar device, tecnis optiblue synergy 1-piece iol model zfr00v which is distributed in the united states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.